Manufacturer narrative:
This supplemental report is being submitted to provide additional information. This event occurred during the colonoscopy procedure. The device was changed and so was the tower for the completion of the procedure, there would have been a 25 minute delay and the patient would have been sedated. There was no report of patient injury associated with the event. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
To resolve the problem, the end user restarted the system and the error was cleared. However, the error reoccurred and the user facility requested service on the device. To date, the suspect device has not been returned to olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b40" error occurred. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported.